Event description:
It was reported that on (B)(6) 2022, the customer experienced an elevated bg above 400 mg/dl and went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with high ketone level identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support (cts) the customer was still admitted in the ICU. During troubleshooting with cts, the customer alleged the cause of the high bg was due to a pump shutdown; however, the alleged issue could not be verified, but an empty cartridge alarm was identified. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.